Event description:
It was reported that during a lavh procedure, while attempting to place a clip on a pedicle of tissue, the doctor found that the device fired a scissored clip and then the clips would not feed properly. The staff opened a second device to finish the procedure. There was no patient consequence.